Event description:
I have never been able to be weight bearing on my left hip/leg after hip replacement. My left hip is swollen and hurts. It is very uneven. I shuffle my feet and must walk with a cane. It feels lumpy. My blood level of cobalt is high. My family physician is aware of this. I go back to orthopedic surgeon on (B)(6) 2011.